Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the sheath was returned but the loop was not returned. The operation wire was broken off. The coil sheath was 30mm longer than the original. The coil was extended at 2100mm from the distal end. The tube sheath was 5mm longer than the original. The tip of tube sheath was deformed. The foreign material stuck to the hook. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed.

Event description:
During an unspecified procedure, the subject device was used. The loop of the subject device could not be released. The user severed the insertion portion of the subject device. The user withdrew the endoscope from the patient while leaving the subject device inside the patient. This is the report regarding the failure of releasing the loop.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.